Event description:
Large amount of air at the top of it and looked to be dialysate mixing with blood inside. Blood was not returned to patient and system was lost. Additionally information requested. Pending customer response.